Event description:
It was reported that during a thyroidectomy procedure, the surgeon noticed a plastic/rubber ring dislodged and drop into patient. The item was retrieved and he continued using the device. The device did not fail. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/23/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.